Event description:
Pt alleges she had ruptured silicone implants and now has extenuating circumstances resulting in sjogren's disease, excruciating pain in limbs and her body is "in pretty bad shape".